Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that after powering on, the system countdown stopped at 000. Review of the logfile shows the flexvision pc malfunctioned, as the host-pc was unable to establish a connection with the flexvision-pc. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found the system was successfully started by switching the power of the b cabinet flexvision pc off and on. Following startup, normal operation of the flexvision display was verified and the customer agreed to continue using the system while monitoring the situation. The issue reoccurred after few days, fse found communication loss between the flexvision pc, and the system and issue resolved by improving cable contacts and repeatedly restarting the system to verify normal operation. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was intermittently failing to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.